Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with minor scratches on case and lcd window. The device was received with cracked case at display window corners, reservoir tube window corners, battery tube threads and belt clip slot. Device was received with broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother called to report the insulin pump alarmed for button error. Blood glucose reading was 230 mg/dl. The battery was removed to clear the alarm by the customer. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.